Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced insulin leaking at the site event on (B)(6) 2023. The infusion set had been in use for two hours. The patient blood glucose at the time of the event was 400 mg/dl. The third party involved was a healthcare professional (nurse). The patient had taken a correction injection via mdi. The patient then replaced the infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 1 of 5. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 04-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from, which requires additional activities not included in the original investigation dated 03-jul- 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04/mar/2026 against lot number 5408295 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - significant wetness / pooling. The review confirmed that lot 5408295 and the identified failure mode are not associated with any non-conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 04/mar/2026 against lot number criteria equal 5408295 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - significant wetness / pooling. The number of complaints is (B)(4). The complaint numbers are complaint (B)(4). Device history record (DHR) review: the lot 5408295 was manufactured according to work instruction (wi) version 101 and manufactured in the line: l174 l-3, on 23/jan/2023 with a total of (B)(4) units. The sub-assembly: assembly. Lot 5414479 was manufactured according to the wi version 54 and assembled in the machine / line: spot-03 on 14-dec-2023, with a total of (B)(4) units. Lot 5414961 was manufactured according to the wi version 54 and assembled in the machine / line: sc03 on 15-jan-2023, with a total of (B)(4) units. DHR was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on: 03-jul- 2023. Under child complaint investigation record: (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified two related complaints for lot: 5408295 . No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full DHR review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.